Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion, guide catheter: hyperion jl3.5. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, moderately calcified, 90% stenosed, proximal right coronary artery (rca). A 4.00 x 8 mm nc tenku rx balloon dilatation catheter (bdc) was advanced with no resistance felt to the lesion and when inflated to 6 atmospheres, the balloon ruptured. The bdc was removed from the anatomy and the balloon rupture was confirmed. The procedure was completed with the successful deployment a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.